Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock positon has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported that the angio-seal was deployed in the right femoral artery (rfa) after an iliac stenting procedure. Two days later, the pt developed ischemia from the right leg. An angiogram was performed in the opposite groin and a near complete occlusion was found on the angio-seal site. The pt underwent surgery. The vascular surgeon found that the intra-arterial angio-seal anchor and collagen caused the occlusion. A pre-insertion angiogram of the common femoral artery revealed some calcification in the vessel, yet the common femoral artery looked concentric in the interior.